Event description:
Ous MDR - after an implantation period of approx. 16 months, oversensing on the ventricular pace/sense channel was reported when manipulating the pocket. This was observed when manipulating the proximal part of the lead near the df4 plug. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 18 cm distal to the df4 connector pin. All fragments were received for analysis. The visual inspection revealed multiple signs of wear along the lead fragments. Around 8 cm proximal to the lead tip, the insulation was found rubbed through. This damage can be considered as the root cause of the clinically observed oversensing. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subjected to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had an impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally, the shock coil was deformed, which most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.